Event description:
The account alleges a hydrophilic-coated curved-tip guidewire was used to assist catheter advancement during a coronary angiography procedure. During the intervention, the guidewire tip unintentionally entered a branch of the right subclavian artery twice but was promptly retracted without reported patient discomfort. Approximately one hour post-procedure, the patient began experiencing progressively worsening retrosternal chest pain, sweating, coughing with white sputum, throat wheezing, and neck swelling. Initial vital signs were stable, and chest x-ray showed mediastinal widening compared to preoperative imaging, which was initially overlooked. Serial biochemical tests remained within normal limits. On post-procedure day two, the patient developed sudden chest tightness and dyspnea, along with oral breathing and persistent neck symptoms. Otolaryngologic examination revealed mucosal swelling and bluish discoloration. Emergency chest CT confirmed a posterior pharyngeal wall and vocal cord swelling, an upper mediastinal hematoma, and signs of active bleeding, though no aortic dissection was noted. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. No lot number was provided so a search of the complaint database could not be completed.